Event description:
Rn reports started pre-op antibiotic IV piggyback, left room to get warm blanket for patient and when returned to room, noted large puddle under IV. Antibiotic had infused onto floor. New antibiotic and tubing obtained. New port on IV tubing used. Reattached new IV piggyback tubing to new port, using luer lock and started new infusion of pre-op antibiotics. Rn watched the infusion start and then noticed the luer lock slowly (at first) start unscrewing from port, becoming faster as she watched. Rn stopped the luer lock and rescrewed IV piggyback in and then watched again as the luer lock began unscrewing. Rn held luer lock in place as the antibiotics ran in. No injury to patient.======================health professional's impression======================it is unclear how this happened?